Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path and other thermal issue. The patient alleges a cough and difficulty breathing. The patient also reports that they are currently being treated with supplemental oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path and other thermal issue. The patient alleges a cough and difficulty breathing. The patient also reports that they are currently being treated with supplemental oxygen. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap s/t c series device's sound abatement foam. The patient has alleged pneumonia, difficulty breathing, shortness of breath. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device does not operate under normal circumstance. Because the sw4 rotary encoder with switch is broken, pil used a jumper wire across pins c and e to initiate therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Pil also verified customer supplied humidifier heater plate did heat. Pil observed the following from and external and internal inspection: sw4 rotary encoder with switch is broken. Missing air inlet filter. The air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Possible corrosion on the top side of the pca (printed circuit assembly) at cr12, cr13, and cr14 leds. Indicating possible water ingress. Possible corrosion on the bottom side of the pca (printed circuit assembly) at 021, q24, q25 fets and r56 and r57 resistors. Indicating possible water ingress. Dust-like contamination on the top of the blower box lid and surrounding area. Unknown brown residue on top of blower box cap. Dust-like contamination on the top of the blower motor. Potential mineral deposits inside blower box and blower motor indicate possible water ingress. Dust-like contamination inside of the blower box. Unknown brown residue on blower box under the air outlet port. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Pil observed the following from an internal and external inspection. Pil observed the following: flip lid seal had unknown contamination on it. White and tan dust-like contamination, throughout humidifier enclosure. White and tan dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seals and has yellowed. Unknown white dust-like contamination in the iso port (international organization of standardization). Missing water tank. The contamination found in the humidifier enclosure is considered not to be in the airpath. The source of contamination was most likely external to the device. Pil was able to get care orchestrator information from device. Pil was able to confirm the complaint of particles in device and airway but not int the tubing and chamber. Customer tubing and chamber nd returned. Pil was able to confirm the complaint of device will not turn on. The results of this investigation do not impact the calculated risks. Review of the device log showed: -errors logged: 1024 errors were logged. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box b: adverse event or product problem as product problem and outcomes to ae as blank was corrected. In box d: device serviced by 3rdp? , device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation, type of reported complaint as product problem was corrected. In box h6: health impact code was corrected. Results code grid, component code grid, conclusion code grid has been updated.